Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed motor error alarm. Customer's blood glucose was unknown. Device alarmed another motor error alarm after rewind and device turned off. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion test or unexpected restart error test due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime and self-tests. Unable to confirm the motor position encoder error alarm due to an overwritten history file. The pump passed all operating currents tested within the specification range and passed off the no power test. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.